Event description:
Information was received indicating that a smiths medical pump under infused by 9.65% during testing. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Accuracy tests were conducted and the reported accuracy issue was unable to be duplicated. Test results of +0.72%, -1.38%, and -2.26% were all within the internal specification of +/-3.0%. The customer's accuracy test setup or procedure is incorrect. The pump will undergo standard periodic maintenance. There was no fault found with the returned pump.